Event description:
The device was implanted in 2006. It was discovered that an incorrect sized tibial articular surface was implanted in the pt. A "striped yellow a/b" 12mm height, for use with a femoral component "a/b" was implanted instead of a "striped yellow e/f" 12 mm height, for use with a femoral component "e/f." The device was revised in 2006, and the appropriate insert was implanted.